Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level/trauma would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the revision for the shoulder joint device is related to the device dislocation the patient suffered when he fell. This device is used for treatment, not diagnosis.

Event description:
No additional information provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00806, 1038671-2017-00807.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of left shoulder components due to dislocation caused by a fall.